Event description:
It was reported that the pt was initially activated on (B)(6) 2012. Initial stimulation performed 12 days post up. The surgeon had to significantly reduce the pt's skin flap during surgery. Slight pressure was applied to the magnet site and results showed ok across all channels. The pt came in to see his audiologist, saying that he kept the magnet on since initial stimulation even though he was experiencing irritation on his skin. The pt was treated with antibiotics. Add'l info received from the implanting surgeon on (B)(6), the pt's implant is extruding and he will undergo surgery to revise the skin flap and remove the device, to allow fully healing of the site.

Manufacturer narrative:
The device is going to be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.